Manufacturer narrative:
The reported event could be confirmed from the available radiograph. With the available radiograph, a formal medical opinion was sought: without additional clinical and radiographic information from the surgery itself or early postoperative imaging, we cannot draw conclusions about the correctness of the treatment approach however the osteotomy did not successfully heal (non-union), which is likely to lead to failure of the device in any scenario. This is because the patellar tendon's tension on the bone fragment creates an ongoing significant mechanical load on the device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design-related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Sales rep reported that : "following a ttat (transposition of the tuberosity of the anterior tibia) on a 16-year-old adolescent (52kg), the 2 asnis 4mm diameter screws broke." A revision surgery has been planned.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. H3 other text : device remains implanted in patient.

Event description:
Sales rep reported that : "following a ttat (transposition of the tuberosity of the anterior tibia) on a 16-year-old adolescent (52kg), the 2 asnis 4mm diameter screws broke." A revision surgery has been planned.